Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful stent deployment, during device withdrawal through the deployed stent the tip of the device inadvertently got caught on the deployed stent; thus the stent was inadvertently withdrawn back into the introducer along with the device resulting in the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 5.50x60mm supera self expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed per the instructions for use; however, when checking the stent position, the physician did not see the stent. Therefore, the delivery system was pulled back into the introducer sheath and removed from the patient. After removal of the delivery system and introducer sheath, the stent was found to be in the introducer sheath. Another supera stent was used to complete the procedure. There was no adverse patient effect. And no clinically significant delay reported in the procedure. Another supera stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.